Event description:
During a percutaneous transluminal angioplasty to a shunt anastomosis, the balloon was reported to have ruptured. The vessel was described as having severe calcification and tortuosity with a 90% stenosis. The product was prepared and used as per the instructions for use (IFU). The product was advanced to the target lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator. However, the balloon ruptured at 15 atmospheres. There was no reported pt injury.

Manufacturer narrative:
Mfg records for lot number were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.